Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the trial was good. They waited 5 weeks and implant was turned on. Patient has tried program 1 / 2. It was not doing what it did. In the trial patient was getting better results. They increased program 1 and stim was too high feeling like there was a needle digging in. Patient turned it off for two days and turned it back on and it did the same thing so they had to shut it off. The morning of this report at 1am, it was very uncomfortable.